Event description:
Rptr requested an event log review for a suspected over infusion of heparin. Customer reported heparin bag went in over too short of a time period. Intended programming: heparin drip original rate 18 units/kg/hr to be adjusted up/down per ptt (up by 2-3 units/kg/hr, down by 2-4 units/kg/hr). Heparin drip 25,000 units/250mls started on (B)(6) 2012. Customer is interested in dates (B)(6) 2012. There was no apparent harm to the pt. No further pt or event info is available.

Manufacturer narrative:
(B)(4). Customer has provided event logs, error logs and data set. A f/u report will be submitted once the failure investigation has been completed.